Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(6). (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was performed for the subject device lot. Manufacturing location: (B)(4). Date of manufacturer: sep 12, 2014. Expiration date: sep 1, 2019. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that prodisc-c cervical arthroplasty fusion revision surgery was performed on (B)(6) 2016 due to ongoing postsurgical neck pain and patient dissatisfaction. The patient underwent the initial procedure on (B)(6) 2016 at levels c6/c7 and the prodisc-c device was implanted at this time. During the revision surgery, the prodisc-c implant was removed; however, additional details regarding the revision surgery were not available for reporting. The patient was reported to be recovering normally. This report is 1 of 1 for (B)(4).